Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; deformation and red particles on the shell. It can not confirm if the device has creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side "started to present breast pain.","presenting contour undulations and accommodation folds", and "minimal peri-implant fluid collection compatible with seroma." Patient later reported "an increase in stiffness to the touch," "undulations in the contours and accommodation fold. Device has been explanted.

Event description:
Patient reported right side "started to present breast pain.","presenting contour undulations and accommodation folds", and "minimal peri-implant fluid collection compatible with seroma." Device remains implanted. Patient later reported "an increase in stiffness to the touch," "undulations in the contours and accommodation fold.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "started to present breast pain", ,"presenting contour undulations and accommodation folds",, "minimal peri-implant fluid collection compatible with seroma" , "an increase in stiffness to the touch," "undulations in the contours and accommodation fold."

Event description:
Patient reported the device has been explanted.